Event description:
It was reported that the ilet user announced a meal as usual instead of more, after which the user experienced elevated blood glucose to 199 mg/dl. This was attributed to an incorrect procedure related to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with announcing an incorrect meal size in relation to actual carbohyrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.